Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 75% stenosed distal left anterior descending artery. A 2.5 x 18 mm xience v was advanced to the lesion and during deployment the balloon ruptured at 8 atmospheres. A second xience v stent was implanted proximally to the first stent. Intravascular ultrasound (ivus) was performed and both stents were expanded well with good apposition. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.